Event description:
A precision speedtrac transvaginal anchor system was used during a dermasling procedure in 2008. (Pt age and weight unk). According to the complainant, the suture that anchors into the pubic bone broke as the physician was attempting to anchor it to the pt's right side. The physician was able to anchor the left side. A capio stitch was used and the procedure was completed with a piece of repliform. The procedure took an add'l hour to complete. The anchor is believed to be lodged in the pt's pelvic bone and will not be retrieved. The physician does not anticipate any issues. No pt complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.